Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The returned device was protruding from the catheter hub. The target device was removed from the catheter for inspection and the procedural fluid was noted on the device. Further analysis, the delivery wire was noted to be broken and the main coil was stretched. No anomalies were noted to the main coil suture. Functional testing could not be performed due to the condition of the returned device. Information available indicated that there were no anomalies noted to the packaging or device prior to use. The concurrent microcatheter was returned and was noted to be damaged which is likely to have contributed to the difficulty advancing the coil. The damage noted to the delivery wire is indicative of excessive force, though this cannot be conclusively stated. Based on the review of the information and the analysis it is likely that the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. Therefore an assignable cause of handling damage will be assigned to the analyzed delivery wire break.

Event description:
Analysis of the returned device revealed that the delivery wire was noted to be broken. There were no clinical consequences to the patient reported.